Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a dilation procedure in the duodenum performed on (B)(6) 2014. According to the complainant, during the procedure, the exit marker bunched up after dilatation and was difficult to be removed out from the scope. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.